Event description:
It was reported that the device is not switching off. There was no patient involvement.

Manufacturer narrative:
The bench tech evaluated the device and determined that the processor pca(printed circuit assembly). Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, which was replaced, and the device was returned to full functionality. The device returned to customer site and no further evaluation is warranted at this time.